Manufacturer narrative:
It was reported, upon insertion of a bakri tamponade balloon catheter, leaking was observed from the inflation valve. The device was replaced immediately, and another bakri device was used to successfully achieve hemostasis. Blood loss after the device difficulty was reported to be minimal. No related adverse events were reported. Investigation - evaluation. Reviews of complaint history, device history record (DHR), instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed.. There is no evidence to suggest this device was manufactured out of specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook determined that the cause of this event could be traced to a component failure. The complaint device was not returned. A definitive cause of this event could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Additional information: section c, h6: method code. Corrected information: h6: conclusions code. Investigation / evaluation: a visual inspection and functional testing of the returned device was conducted. One bakri postpartum balloon catheter was returned for investigation. Visual examination confirmed the catheter was returned in a used condition with the stopcock attached to the inflation line. A functional test was performed by flushing tap water through the stopcock with a syringe; water leaked from the inflation tube on the proximal end of the catheter. There was a straight line cut that crosses over the seam. This device was damaged by a sharp instrument of unknown origin. Cook has concluded unintended user error contributed to this incident. The risk analysis for this failure mode was reviewed and additional escalation was not recommend. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during treatment of post-partum hemorrhage (pph) using a bakri tamponade balloon catheter, upon insertion, leaking was noticed at the junction of the water inflation port where the side arm joins the main tube. This was noticed and the device was replaced immediately to achieve hemostasis. Blood loss after this difficulty with the device was reported as "minimal". The pph was reported to be caused by retained products of conception. Prior to treatment of the pph with the bakri the patient had lost 1500 ml of blood and had been given uterotonics and fundal massage. The patient did not experience any additional consequences and did not require any additional procedures as a result of this occurrence.